Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display was all white with a red line going across the screen. Reportedly, the customer is unable to read the touchscreen. Customer's blood glucose level was 167 mg/dl. Customer stated they will revert to injections for insulin therapy.